Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the customer noticed it was difficult to view the oxygenator because it is now located behind the reservoir. They also had difficulty attaching the bubble detector and have requested a manifold line to be attached. The customer indicated that they do not like the new device configuration. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 23, 2015. The event was confirmed upon completion of investigation; however, it is considered customer feedback only and not a device malfunction. The customer's dislike for the design of the oxygenator/ reservoir does not pose any risk to a patient. If the user does not like the configuration of the oxygenator attached to the reservoir, there is an option to use the oxygenator separate from the reservoir in which they can position the device for optimal visualization. The device was not changed out and the procedure was completed successfully. All available info has been placed on file in quality management for appropriate tracking, trending a f/u.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation. (B)(4).